Manufacturer narrative:
Vyaire file identification : (B)(4). A third party field service representative evaluated the device and replaced the flow valve. As part of maintenance, field service representative also replaced the assembly internal battery and single cell battery. The device software was upgraded to 5.1.06.

Event description:
The customer reported lower delivered tidal volume on the lap top ventilator 2150. At this time, there is no information regarding patient involvement associated with the reported event.